Manufacturer narrative:
Results of investigation as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The device product history records (DHR) have been checked for the available serial number and found to be according to the specification, valid at the time of production. It can be assumed that the device is not defective and fully functional according to its specification. Based on the available information, the failure description and similar complaints, most likely root cause is an user error. You can burn yourself on the fiber optic cable. It was reported that the staff got burnt by the light lead when removing it from the light source. There is a safety and warning note in the corresponding IFU wxd400_en, version 1.1 on page 10 under chapter 3.9 hot components: the high level of light intensity produced by the light source may cause the distal end, the light connections, and adjacent components to heat up. This can cause bums to patients, users, and third parties. Set the output of the adjustable light illumination of the operating area. Prevent the distal end, light connect with tissue and operating room accessories. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the staff have got burnt by the light lead when removing from the light source. No death or (unanticipated) serious deterioration in state of health reported. Since the staff got burnt by the light lead, the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d4 to reflect that the customer provided the serial number of the product. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID.